Event description:
Device malfunction: sheath carving, unable to complete thumb advancer step. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. During step 3 (thumb advancer step) sheath carving occurred and the finish arrows did not align. The safety release button was depressed and the device was removed without issue. Manual compression was used to achieve hemostasis. There was no reported adverse patient effect. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided, therefore, a device history review could not be performed.